Manufacturer narrative:
The company service representative evaluated the system and confirmed the unit was generating visual and audible alarms. The audible alarm volume was noted as set to 10 (low). The company service representative increased the volume from 10 to 50 and locked the display with the authority of customer biomed present. System logs were collected for further evaluation. The logs revealed that multiple alarms were generated during the time of the reported event. The reported event is likely attributed to the low volume (10), set by the user. The operative manual provides a warning to remind the user of the risk of setting alarm volume to a low level. There was no device malfunction. (B)(4). (Exemption #e2015032).

Event description:
The customer reported they did not "hear" an alarm at the benevision central station. (Note: the report does not allege a missed alarm.) Customer report that the patient being monitored by the central station expired.